Event description:
The customer reported that there was sparking coming from the plug on the power cord while in use. The unit run on back-up battery until it depleted and shut down. The customer reported there was no pt harm, and the ventilator alarmed. The respironics service technician confirmed the receptacle end of the power cord was arcing inside the molded plug. The service technician replaced the power cord to correct the problem. Extended self testing (est) and performance verification testing was performed and the unit passed per specifications.